Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 18mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) using a 12f amplatzer amulet delivery sheath. The amulet was implanted. The patient got discharged the day after the procedure and advised to keep taking rivaroxaban as previously until the transesophageal echocardiogram (toe) was performed. On (B)(6) 2024, toe was performed and showed good occlusion of the laa, no thrombus and para device leak. On (B)(6) 2024, the patient presented in the casualty with tamponade. During emergency pericardiocentesis the patient started bleeding from an iatrogenic puncture of inferior vena cava (ivc) and which complicated the case. On an unknown date, the patient passed away. The cause of tamponade was confirmed to be a bleeding left circumflex artery (lcx) from the laa device which was causing friction between laa and lcx..

Manufacturer narrative:
An event of cardiac tamponade after three days of transesophageal echocardiogram (toe) which was performed after three months of amulet implant and patient death was reported. Also reported that during emergency pericardiocentesis the patient started bleeding from an iatrogenic puncture of inferior vena cava which complicated the case. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Field indicated that the toe showed good occlusion of the laa, no thrombus and para device leak was noted. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.